Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair procedure, the balloon did not inflate during trocar insertion. New device was used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.